Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing on the presenting rhythm and on recorded episodes. It was noted that the patient presented in atrial fibrillation. The ra led remains in use. No patient complications have been reported as a result of this event.